Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The fse evaluated the unit and discovered that the compressor failed to reach specifications. To fix the issue, the fse replaced the scroll compressor and performed functional testing and safety checks. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented a compressor failure and autofill errors during preventative maintenance (pm) performed by a getinge field service engineer (fse). There was no patient involvement and no adverse event was reported.